Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received info the operator opened the doors to the imaging room and reported smoke and flames coming out of the ups system. The operator described the smoke as being dense and rapidly expanding in the imaging room. An operator switched off the hospital main power for inside the imaging room shutting off power. The customer site placed a service call for a philips service engineer who went into the customer site to inspect the system for damage. There were no hospital personnel or pts in the imaging room at the time of the reported event.